Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. A device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. Correction: d, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the power switch was broken mis tried to get further information, but they stated it had been disassembled and could not provide much more information. Mis advised bringing it back under an assessment quote. Per sample evaluation results received on (B)(6) 2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card no longer makes an electrical connection cutting off power to the ac power switch. It was stated that the mixing pump was found to be too weak to keep up with chiller efficiency test after repairs. It was also stated that the circulation pump outlet l tube was found expanded and will not hold in the diverter. It was noted that the replaced the power inlet module and ac main voltage circuit card. It was also noted that replaced the circulation pump outlet tube due to expansion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the power switch was broken mis tried to get further information, but they stated it had been disassembled and could not provide much more information. Mis advised bringing it back under an assessment quote. Per sample evaluation results received on (B)(6) 2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card no longer makes an electrical connection cutting off power to the ac power switch. It was stated that the mixing pump was found to be too weak to keep up with chiller efficiency test after repairs. It was also stated that the circulation pump outlet l tube was found expanded and will not hold in the diverter. It was noted that the replaced the power inlet module and ac main voltage circuit card. It was also noted that replaced the circulation pump outlet tube due to expansion.